Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Uf / importer report number: medwatch (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva tpn bag was leaking from the port. The leak was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the sample photo revealed a leak from the administration port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.